Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became unresponsive and could not be unlocked, and a crack was observed on the touchscreen; this began suddenly, the user did not report injury, and backup therapy was available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a device fracture with stress-related damage identified, affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.